Manufacturer narrative:
The chair pcb is located in a fire resistant housing per the required electrical and safety requirements of iec 60601-1 (medical electrical equipment - part 1: general requirements for basic safety and essential performance). Dci equipment contacted the dental facility numerous times trying to obtain more information regarding this event as well as to request the part back for evaluation however dci equipment was continually routed back to a call center for the dental practice on all attempts made. Several messages were left with the facility but they never returned our calls. Therefore we are unable to evaluate the failed component.

Event description:
It was reported by the doctor's service technician that a dci equipment dental chair's circuit board located in the chair base assembly started to smoke and caught fire. There were no injuries reported.